Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a single tag on a capsulotomy following the laser portion of laser assisted cataract surgery. While attempting to complete the capsulotomy a tear began to go peripheral. The surgeon tried to complete from the opposite end which resulted in a small radial anterior capsule tear. The case was able to be completed without any further complications. Additional information has been requested.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).